Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level had been fluctuating (60-451 mg/dl). A bolus of insulin was delivered to address the high bg and the low bg was addressed with food. The customer suffers from mixed connective tissue disease that causes pain and as a result, the bg level elevates. Due to the disease, the bolus that was delivered for the high bg would then cause the bg to drop. Tandem technical support advised the customer to discuss the fluctuating bg levels with a healthcare provider.